Event description:
It was reported that the device had recorded episodes of noise on the egm as well as oversensing. The caller requested help in determining if this was consistent with a lead fracture or emi noise. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.